Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed pump error. Customer's blood glucose was unknown at time of incident. It was reported that they were unable to rewind due to the pump error. Insulin pump will be return for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation and pump error found in the alarm history file due to a software error. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to critical pump error. The motor was tested outside the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.